Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 corrected field: e3, g7 a getinge field service engineer (fse) states repairs have not progressed at all yet. The hospital has not contacted him about repair progress. It will still take a long time. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Another reporter: (B)(6). Another contact info:(B)(4). Updated fields: b4,d9,e1(event site address),g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 a getinge field service engineer (fse) inspected the unit and replaced the safety disk, battery, 10000pm and vacuum connector. The unit passed all functional test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cs300 intra-aortic balloon pump (iabp) displayed automatic filling error. The unit was replaced in order to continue the therapy. There was no harm reported.